Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that during use, a ht70 plus ventilator suddenly generated system error and low pressure alarms but didn't stop. Then ventilation was reported to have stopped. The conventional shutdown operation was not accepted and the device was forcibly terminated. The device was rebooted and the event logs were checked, but the record for the period when the ventilation stopped had vanished. There was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation: service action and personnel were not detailed. One single-board computer (sbc) board was returned to medtronic for failure investigation. The sbc was tested on the test ventilator. The evaluation team was unable to duplicate the reported symptoms and verified them in memory and event history only. The evaluation determined no fault found with the sbc board; no failure relationship or root cause could be established. No corrective actions were initiated because no root cause was identified. The reported complaint mode will be utilized for trending purposes and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.